Event description:
It was reported to boston scientific corporation on july 20, 2010 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure in the duodenum on (B)(6), 2010. According to the complainant, the patient was being treated for a duodenal ulcer. During the egd procedure, the nurse reported that the spring inside the white handle came out of the back of the handle. The clip did not grasp tissue. It deployed inside the over sheath and fell off inside the patient. The physician did not retrieve the clip. There was a 2 minute delay in procedure and it did not exacerbate the bleed. The procedure was successfully completed with another of the same device with no harm to the patient. The patient was reported to be fine post procedure. Preliminary investigation results revealed that the prongs were missing from the device. Based on this information, this is now a MDR reportable event.

Manufacturer narrative:
Patient is over 18 years old. A visual examination of the returned device found that the capsule tabs were open and the prongs were missing from the clip assembly. The control wire, with the yoke still attached, was protruding from the capsule and the capsule was still attached to the bushing. The slider cover on the white handle was intact and still attached to the slider. Functionally, the control wire could be actuated and the yoke was deployed. Although a root cause of not confirmed has been assigned to the initial report of handle damage, as the handle was both visually and functionally intact, a cause for the identified failure of "missing prongs" has not been determined. A review of the device history record (DHR) was performed; no anomalies were noted.